Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated felt his lips tingling and a general sense of weakness. He measured his glucose at the time and the bg meter was reading 1.7mmol/l compared to the cgm reading of 3.9 mmol/l. He ate slice of cake and a glass of fruit juice increase his values and was in normal range within 30 minutes. He stated the next morning, the cgm was still providing inaccurate values and removed the sensor. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.